Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted (B)(6) 2007. The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented after experiencing a fall. Since then, there had been a decrease it the right atrial (ra) lead impedance and the impedance was now low. Initially there was reprogramming done on the lead and it was subsequently capped and replaced. No patient complications have been reported as a result of this event.